Event description:
The unit powers on. The unit does not alarm when the magnet is taken off or weight is taken off the sensor pad. No patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).